Event description:
It was reported that the customer experienced an ongoing intermittent elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required.